Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, de novo, 99% stenosis in the mid left anterior descending artery. Reportedly, the 1.2 x 6mm rx trek balloon catheter was advanced; however, the balloon ruptured during second inflation at 8 atmospheres. An unspecified balloon catheter was used and the procedure was completed. There was no resistance during advancement or removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.